Event description:
The facility reports, when removing the battery ((B) (4) 3000 battery) from the charger ((B) (4) move charger), the nurse assistant noticed that battery was excessively hot and then noticed a black liquid substance on her hands. She sustained no injuries during or since the event. The unit was not involved in the event, just the charger and the battery. (B) (4).

Manufacturer narrative:
Additional information will be provided upon completion of the manufacturer's investigation.